Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom, which was reproduced. The alarm was caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump displayed door not fully latched messages, when the door was closed. It was also reported there was no pt injury.